Event description:
First surgery required after implant surgery (B)(6) 2008) to remove tonsils. Had gallbladder surgery in (B)(6) 2009, suffered a bilateral pulmonary embolism 2014, hiatal hernia surgery 2015, umbilical hernia (B)(6) 2023, right knee microfracture 2023, hiatal hernia surgery 2023, deviated septum 2024, labioplasty 2024, breast implant removal (B)(6) 2024. Also diagnosed with tachycardia, enlarged left atrium and right ventrical, mitral regurgitation, tricuspid regurgitation, heart murmur; seronegative rheumatoid arthritis; fibromyalgia; chronic fatigue syndrome; raynaud's syndrome; hypermobility spectrum disorder; enlarged thyroid; ibs; overactive bladder, incontinence; heavy mentrual periods, also too frequent; multiple fibroadenomas in both breasts; dextrocurvature of the thoracic spine, levocurvature of the lumbar spine; depression, anxiety, ptsd( psychological trauma and social avoidance), adhd(attention deficit hyperactivity disorder); worsened asthma; worsened allergies. All issues due to suspected breast implant illness, with the exception of right knee surgery and bilateral pulmonary embolism. Ref report: mw5155543.